Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Evidence suggests that the lead was partially abandoned as only the proximal portion of the lead was returned. Information also suggests that a boston scientific field representative was not present for the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.